Event description:
It was reported that all of the implantable neurostimulator (ins) components had been explanted except for a partial lead which the patient¿s health care provider (hcp) chose not to remove or chose not to tunnel to remove. The patient was wondering if they could have an MRI with the partial lead implanted. It was noted that the patient¿s second implant was done in 2012 and used the same leads as the first implant in 2008. The implant was explanted because it wasn¿t getting capture and the leads were broken and not functioning. It was reported the only part of the ins system that remained in the patient¿s body was a portion of the lead that the hcp refused to tunnel to remove. The lead that was partially left in was from the initial implant in 2008.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v152636, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v152636, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that one of the wires broke off, and they could not get it out unless they do a major surgery, but their health does not allow that, so the patient still had wires on the left side of their pelvis. It was noted that the healthcare professionals ¿made 2-3 attempts, declined to get the wires out, and the patient did not want the healthcare provider to dig anything out of their back. It was also stated that the wires ¿rusted out;¿ they were rusted, embedded in the tissue, in the muscles of their back. They were going to redo them, but ¿it¿s another story.¿ no further patient complications are anticipated or expected as a result of this event.